Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device unexpectedly powered off multiple times while they were attempting to deliver defibrillation therapy to the patient. There were no reports of any adverse effects to the patient as a result of the reported issue. No additional information on the event or the patient has been provided by the customer.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device was retained by physio-control. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the customer's device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device unexpectedly powered off multiple times while they were attempting to deliver defibrillation therapy to the patient. There were no reports of any adverse effects to the patient as a result of the reported issue. No additional information on the event or the patient has been provided by the customer.